Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit failed extended self-test (est), safety valve test and that there was no pressure. The customer reported there was no patient involvement.

Manufacturer narrative:
Unable to obtain additional information for this unit. Complaint will be reopened upon receipt of additional information.